Manufacturer narrative:
The reported event of inability to fix the lead in position could not be confirmed in the laboratory. The complete lead was returned in one piece. The lead dimensions were found to be within specifications. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for pulse generator implant procedure. During the procedure, the physician was unable to fix the left ventricular lead in position. After several failed attempts, the lead was replaced and the procedure was completed without further incident. There were no adverse consequences to the patient.